Event description:
The reporter indicated a discrepancy in the diagnostic information. On 4-12-1997, 4 total shocks were listed (c=2, d=2, and manual=0), shock z=72 ohms, and the lowest postcharge battery voltage=6.2v. On 4-16-97, 6 total shocks were listed (c=2,d=2, and manual=2); however, no manual shocks were delivered according to the staff. Also, there was no information in tach-1, tach-2, or the fib. Zone. Shock impedance=high ohms.